Event description:
Customer reported a past low blood glucose event, with the lowest level at 50 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment action, and while control-iq feature was initially off. A follow-up was requested with continuous lifestyle support specialist regarding ongoing low blood glucose events, and the case was kept open for pump data upload confirmation.